Manufacturer narrative:
The device (needle lot # t0446) was returned for engineering analysis. The investigation testing results showed insufficient vacuum insulation of the sleeves. Soldering flux and corrosive residuals was seen on the vacuum sleeve external surface. The iceball size was within specification and was not compromised due to the thermal insulation loss. No relationship was found between the needle's assembly processes and the vacuum loss phenomena identified.

Event description:
It was reported that frost to the shaft occurred. Three iceforce needles were used for a cryoablation case and frost on the shaft was noted to one of the needles. The case was successfully completed using all three needles. No patient harm was reported.

Event description:
It was reported that frost to the shaft occurred. Three iceforce needles were used for a cryoablation case and frost on the shaft was noted to one of the needles. The case was successfully completed using all three needles. No patient harm was reported.